Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a procedure was performed to move the system from left to right pectoral region due to radiotherapy needed on the left side which involved tunneling the leads across the chest. Since the atrial and right ventricular leads were short, lead adaptors were used to provide length to move them to the right side. The lead adaptor was attached to the atrial lead. The proximal end of the lead broke while attempting to remove the hex wrench after screwing one of the set screws. The lead was capped and a new atrial lead was implanted. The patient suffered no complications.